Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code (B)(4)) was confirmed. Upon investigation, the monitor's operating parameters were corrupted, resulting in abnormal shutdowns. Switch u607 on the monitor c/a board was defective and was unable to charge up the backup battery, which caused the abnormal shutdowns and service code (B)(4). The root cause for the defective u607 component could not be positively identified. No adverse event resulted from the defective u607 component. The pt was fitted with a replacement monitor.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that, prior to fitting a (B)(6) male pt, monitor sn (B)(4) was displaying a service code (B)(4). The pt was fitted with a replacement monitor.